Event description:
The account reported a negative result on the testpack plus human chorionic gonodotropin combo assay. The same serum was assayed on the axsym beta human chorionic gonadotropin assay and "vidas" and gave results of 600-700 miu/ml. The pt was diagnosed with an ectopic pregnancy (ovarian eup) and surgery to remove the embryo from the ovary was delayed 24 hours based on the testpack plus combo results. The pt is no longer pregnant.